Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "breast pain and restricted movement" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain and restricted movement.

Event description:
Patient reported "desperate, distressed and emotionally shaken because discovered that there is a real risk of contracting a very serious disease". Later, patient reported "discomfort in the breast, limited body movement, and an unwanted new surgery." This record is for the right side. Device was explanted.